Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device exhibited noise and oversensing, causing inappropriate mode switching on the right atrial channel. The a technical service (t/s) consultant reviewed available device data analysis and recommended programming options. The device remains implanted. No adverse patient effects were reported.